Manufacturer narrative:
Block h6: patient code e2314 is being used to capture the reportable event of fistula. Patient code e2339 is being used to capture the reportable event of ulcer. Patient code e1008 is being used to capture the reportable event of diarrhea. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received a spaceoar on (B)(6) 2024, followed by stereotactic body radiation therapy (sbrt), which started weekly on (B)(6) 2024, and was completed on (B)(6) 2024. The patient was seen on (B)(6) 2025, for follow up, and his bowels symptoms were completely the same as baseline. Occasional grade 1 diarrhea and occasional grade 1 anal incontinence. Since (B)(6) 2025, the patient has experienced persistent diarrhea and was referred to a gastrointestinal (gi) specialist, where a colonoscopy was performed on (B)(6) 2025. The examination revealed a large cavitated area on the anterior wall of the rectum, raising concerns about either prostate cancer recurrence or radiation-induced necrosis. A fistula approximately 5 centimeters in length was also identified, along with three polyps that were removed. A biopsy of the rectal wall was taken for further analysis. Magnetic resonance imaging (MRI) and computed tomography (CT) scans conducted on (B)(6) 2025, confirmed the presence of an ulcerative lesion in the anterior inferior rectum, just above the anal canal. Based on these findings, a diversion procedure was recommended, and the patient was referred to the gi team for further evaluation.

Manufacturer narrative:
Block h6: patient code e2314 is being used to capture the reportable event of fistula. Patient code e2339 is being used to capture the reportable event of ulcer. Patient code e1008 is being used to capture the reportable event of diarrhea. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6 (patient codes) was corrected.

Event description:
It was reported that a patient received a spaceoar on (B)(6) 2024, followed by stereotactic body radiation therapy (sbrt), which started weekly on (B)(6) 2024, and was completed on (B)(6) 2024. The patient was seen on (B)(6) 2025, for follow up, and his bowels symptoms were completely the same as baseline. Occasional grade 1 diarrhea and occasional grade 1 anal incontinence. Since (B)(6) 2025, the patient has experienced persistent diarrhea and was referred to a gastrointestinal (gi) specialist, where a colonoscopy was performed on (B)(6) 2025. The examination revealed a large cavitated area on the anterior wall of the rectum, raising concerns about either prostate cancer recurrence or radiation-induced necrosis. A fistula approximately 5 centimeters in length was also identified, along with three polyps that were removed. A biopsy of the rectal wall was taken for further analysis. Magnetic resonance imaging (MRI) and computed tomography (CT) scans conducted on (B)(6) 2025, confirmed the presence of an ulcerative lesion in the anterior inferior rectum, just above the anal canal. Based on these findings, a diversion procedure was recommended, and the patient was referred to the gi team for further evaluation.